Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle (rv) lead exhibited noise that was oversensed by the device. The physician decided to replace the rv lead. During the replacement procedure, visual inspection revealed insulation damage on both the right ventricular (rv) lead and the right atrial (ra) lead. As a result, both the ra and rv leads were explanted and replaced. The patient was in stable condition.